Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted pain stimulation implantable pulse generator (ipg) experienced constant zapping se sations caused by the device and did not achieve any pain relief since the device was implanted. The patient described pain when moving in certain ways due to the device and reported needing to turn off the stimulation system because of discomfort. Multiple unsuccessful device reprogramming attempts were made, with the patient stating the device had been reprogrammed four or five times without improvement. The ongoing symptoms and lack of relief caused the patient significant distress and upset. The patient was redirected to their healthcare provider for further evaluation.